Manufacturer narrative:
Concomitant medical products: product ID: 9733597, serial/lot #: 180308. A medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced, and the system passed checkout. The returned cable jacket was analyzed. It was found that it had separated on the returned cable near the lemo connector exposing the shield wire which has been severed. A continuity test revealed opens at pins 1 and 4 of the usb cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that the site was having issues with the break-out box communication with the system. The box was noted to have an 8 when the site took a look and was troubleshooting the system. The site was able to swap the box out for another box and the system wasn't able to communicate and was still showing an 8. When the site swapped out the cable, they were able to establish a connection and proceed. There was no patient present when this issue occurred.